Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with the top case chipped and cracked. Event history log review was performed and found no evidence of reported problem. Visual inspection, start-up process, multiple flow, occlusion tests and force calibration testing were performed. The customer's reported problem could not be duplicated. According to the investigation, the impact on the case caused the damage. Unable to determine on force sensor test error in history, the force calibration was in factory spec. The investigation reported that customer induced on case damage caused the reported problem. Investigator's replaced the pump force sensor as a preventative measure, was over 10 years old and replaced the damaged top case. The problem source of the reported problem is unknown.

Event description:
Information was received that during pre-testing of this smiths medical medfusion 3500 pump, the pump exhibited force sensor error on start-up and had damaged upper case. No patient involvement reported.